Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis can not be determined with the information available. Peritonitis is a well-known potential complication in pd patient¿s which can be associated with many potential etiologies and most often related to a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported they had been in the hospital and requested assistance to drain before continuing with their treatment on the cycler. There were no reported issues with any fresenius products in relation to the hospitalization event. During follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and was hospitalized with peritonitis. Details of the patient¿s hospitalization are unknown as the nurse stated they did not have pd culture results or the hospital discharge summary. Reportedly, the patient was treated with unknown antibiotics in the hospital was discharged home five days later, continuing pd therapy. However, the pd nurse reported the patient the patient did not complete pd treatment the following day and the patient was re-admitted for the peritonitis infection. The nurse reported there were no cycler issues in relation to the patient not completing the pd treatment. Additional details on the hospital readmission are unknown. The nurse stated the patient will be continuing antibiotics therapy with intraperitoneal (ip) vancomycin and cefepime (unknown dose).the pd nurse was unable to identify a cause for the peritonitis event. However, the pd nurse reported the patient did not have fluid leaks or issues with any fresenius products in relation to peritonitis event.